Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 2 days, with symptoms of skin irritation, itching, and redness at the sensor application site. The customer had contact with his doctor and was prescribed betamethasone (a corticosteroid) cream for treatment on (B)(6) 2018. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and an unknown material was found adhered to the sensor adhesive. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 2 days, with symptoms of skin irritation, itching, and redness at the sensor application site. The customer had contact with his doctor and was prescribed betamethasone (a corticosteroid) cream for treatment on (B)(6)2018. There was no report of death or permanent impairment associated with this event.